Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: unable to determine. Source: phone.

Event description:
1 reported false positive sars result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated an additional patient event which occurred within the same hour. The additional event is captured on a separate report.